Event description:
It was reported by the rep that the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the surgeon fired the tsw35, endocutter, then had a problem releasing the handles after firing. Finally, it released from the tissue. While looking at the distal end of the endo cutter, the surgeon believed it to be defective. They opened a new tsw35 to finish the case there was no consequence to the pt.